Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the philips repair bench, the technician observed the defibrillator capacitor was testing below spec. There was no patient involvement.